Manufacturer narrative:
There was information stating that the company representative recommended part replacement. However, there was no part replacement orders authorized by the customer. As such, there was no part replacements ordered and there was no further information was able to provide by the customer. With no additional, related information provided, the reported event was not able to be confirmed. Based upon the information provided, the reported event was not able to be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a pars plana vitrectomy procedure an ophthalmic operating console was stopped working and the surgery was postponed. Additional information has been requested but none received till date.